Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged abs-10060 serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), was producing error codes and not displaying proper percentages. This error could not be replicated. However, it was noted that the rbc output was not equivalent to the amount displayed on the screen. Furthermore, the complaint details whole blood being improperly dispersed within the disposable and prp syringe. This error could not be replicated. The device reported outputs of 38ml platelet-poor plasma (ppp), 19ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 3.9ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. Visual evaluation noted no problems with the housings - only expected signs of wear and tear. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2018.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a facility representative via (B)(4) that an abs-10060 angel machine was producing error codes and not giving proper percentages, it was dumping blood in the wrong compartment of the 3 bags. The syringe is supposed to give platelet rich plasma, and not blood. This occurred during use with no effect on the patient.